Event description:
The implant surgeon explanted the pt's device on the left implant side. As a precautionary measure, the implant surgeon explanted the pt's right device. The pt reported no complaints with this implant. Testing of the device showed that it was functional. The pt was implanted with another advanced bionics device.